Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) began toning for charge circuit timeout. It was additionally reported that the ICD had been deactivated approximately three years previously when a replacement ICD had been implanted but the chronic one was not removed. The caller was able to interrogate multiple times which eventually resulted in seeing the observation for "charge circuit inactive." The caller then chose the "close" option in order to silence the alert and prevent future charging. The ICD remains in the patient. No patient complications have been reported as a result of this event.